Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was evaluated in the field but no defect or malfunction related to the reported event was found. 1 device was not evaluated as the customer performed their own evaluation and repair. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 2 malfunction events, where it was reported there was a cot drop. There was patient involvement, but there were no consequences or impacts to the patients.